Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient underwent surgery on her right eye and during the procedure, a capsular bag tear was noted. It was unclear whether the tear occurred prior to or after the intraocular lens was placed into the eye. After implanting the lens, the surgeon was unable to keep the lens in place. An incision enlargement and vitrectomy were performed. The lens was removed and replaced with a new lens. On the post operative examination, the patient was noted to be doing fine and was able to count fingers. No additional information was provided.